Event description:
Patient underwent a lap chole and 3 clips were placed using a covidien endoclip iii 1-use 5 mm w/cliplogic tech "tit" clip and subsequently experienced a bile leak requiring prolonged hospitalization. Patient had hida scan and ercp with stent placement.